Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, an 8fr non-penumbra sheath, and a guidewire. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician obtained access to the target vessel using the non-penumbra sheath and neuron max. The physician then advanced the red72 to the target vessel over the microcatheter and guidewire and successfully completed one pass. Subsequently, the red72 was removed and flushed. While retracting the red72 during the second pass, the physician noticed under fluoroscopy that the distal end of the red72 was not retracting back into the neuron max and that the distal end of the red72 became stretched and unraveled. Therefore, the neuron max and the red72 were removed together from the patient. The neuron max was then flushed and re-advanced to the target vessel in the patient. The procedure was completed using a new penumbra system red 62 reperfusion catheter (red62) and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed the device was fractured on the distal shaft. Evaluation also revealed the device was stretched and unraveled at the fracture location. This damage typically occurs if the red72 is forcefully retracted against resistance. It was reported the patient¿s anatomy was very tortuous. This can contribute to additional resistance experienced during use of the device. Further evaluation revealed multiple kinks and ovalizations along the device. This damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.